Event description:
It was reported that during the implant attempt, there was difficulty implanting the right ventricular (rv) lead. Placement of the rv lead took twenty attempts and 1.5 hours. The physician turned the helix slowly and carefully counted but the helix would jump unpredictably. There was also a discrepancy between the r-wave and p-wave measurements through the analyzer versus the device. The lead and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.